Manufacturer narrative:
The lens was returned in a company cartridge. Viscoelastic was observed in the cartridge. The lens appeared to be broken into pieces. Part of the lens was at the nozzle entry area. The rest of the lens was at the parting line. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. The lens was removed with cleaning. Topcoat dye stain testing was conducted with acceptable results. Qualified associated products were indicated. The root cause for the reported issue could not be determined. Based on the observed lens damage, a plunger override occurred. It could not be determined if the lens had been loaded properly due to the lens being broken into pieces inside the cartridge. No issues were found with the company cartridge. Topcoat dye stain testing was conducted with acceptable results. Information provided indicated the lens folded around the plunger. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact the company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an issue that occurred during an intraocular lens (iol) implantation conducted via phacoemulsification. The iol became stuck in the delivery device and could not be advanced into the eye. It was partially inserted into the incision before being removed. The lens was then replaced with another lens from the same company, with the same model and diopter, during the initial procedure. The patient outcome was good. The surgery was performed in patient's left eye.